Event description:
It was reported that the catheter dislodged from the intrathecal space. Pt symptoms included cerebrospinal fluid leak, spinal headache, hypertonia, and increased spasms. The catheter was put back into the intrathecal space during a revision surgery (date not reported). The device system was used to deliver lioresal; the pt was given oral baclofen for his symptoms. The pt recovered without sequela. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.